Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) confirmed that the customer recovered the pocket and resolved the issue. The system functioned as intended after the field service engineer had inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported due to this event.